Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that air bubbles was noted on the atrial channel after the implant procedure. At the device check the following morning, it was confirmed that the issue resolved. The device and atrial lead remain in service with no further issues observed. No adverse patient effects were reported.